Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
One of the tampons did not have an intact string- l. Tampon [device physical property issue] case narrative: consumer reported via email that the tampon did not have an intact string. No injury was reported.